Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed error code message "error 44". There was no pt involvement with this reported malfunction.